Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2005; 419378 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device experienced a power on reset (por). It was noted that the patient was working with a 36 volt golf cart battery on the day of the reset. The reset was cleared, and a few days later the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. During the analysis of the returned device the failure on the hybrid disappeared. Hybrid analysis confirmed a severely depleted battery. When powered by an external supply, the system current drain was excessively high. An infra red emission was noted. All internal supplies were collapsed. Avdd and dvdd were over-driven to isolate the source of the current drain. Dvdd was identified as the primary source of the current drain. After approximately 30 seconds, the failure condition cleared. The high current drain condition was not able to be reintroduced. Battery analysis revealed that based on the destructive analysis, no evidence of an internal short was found to account for the premature battery depletion. Back-lit images of the anode found uniform lithium-depletion with intact, thin lithium across the anode, typical of that found in batteries with high depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The hybrid was subjected to 85c and 85% humidity for an additional 48 hours, bringing the total at-temperature time to 216 hours, in an attempt to re-introduce a failure that may have previously existed. During the temperature and humidity soak, the static current drain (ids) was 22.3ua which is nominal. Excessive current was not observed, and the hybrid was removed from the chamber. If information is provided in the future, a supplemental report will be issued.